Manufacturer narrative:
Device analysis conclusion: the oad was received by csi for analysis. Visual examination confirmed the reported fracture. Review of the device data log identified a stall condition, which confirmed the report that the oad stopped spinning. The cause of the stall is unknown. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft was subjected to a high stress environment such as a kinked location that led to the fatigue and eventual fracture. However, this could not be conclusively confirmed, and the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 10333

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device has been requested. If the device is received, it will be analyzed, and a supplemental report will be submitted with the findings. Csi ID: (B)(4).

Event description:
A stealth orbital atherectomy device (oad) was used for treatment of lesions in the mid superficial femoral artery (sfa) and popliteal arteries via antegrade femoral access. The sheath continually backed out during primary wiring. After the wire was placed, the oad was positioned in the sfa, and one treatment was performed on low speed. The sheath again shifted back, and the oad stopped spinning. The user removed the device and sheath and left the wire in place. The sheath was kinked and was replaced to continue the procedure. It was observed at that time that the crown and nose of the oad were no longer on the driveshaft. Fluoroscopy showed that the crown and nose were still in the sfa on the guide wire. A snare was used to ensure that both the viperwire and oad fragment were safely removed. A new wire and oad were used to complete the procedure as planned with atherectomy and angioplasty. No adverse patient consequences were noted, and no further intervention was needed to complete the procedure. The patient was stable with palpable and doppler pulses.